Event description:
Patient reported their bottom teeth are not right. Their right side touches the back of their top teeth and the left side has space between them at the back on top. Patient replied back after this report and says their bite has corrected, they are concerned with the straightness of their teeth. Provided information on bite feeling off, requested bite video.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.